Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It is reported that patient is to have an ipg replacement. It is unknown the reason and the manufacture representative has no other information at this time.

Event description:
Additional information was received stating that the patient device would not charge. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.